Manufacturer narrative:
UDI # ((B)(4).

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported an alarm, requests a technician. There was no reported patient involvement.